Event description:
It was reported to gore that a 44 mm gore® cardioform asd occluder was successfully implanted on (B)(6) 2025, in order to treat a patient with a large atrial septal defect (asd). After the device implantation the patient was discharged following a double antiplatelet therapy. At the first control on (B)(6) 2025 a thrombus formation (5 mm) was detected on the right eyelet and the physician decided to put the patient on anticoagulant. At the latest control on september 22, 2025, the thrombus formation has almost completely dissolved.

Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Neither clinical images enabling direct assessment of product performance nor the product itself (which remains implanted) were returned for evaluation. The gore® cardioform asd occluder instructions for use list thrombosis or thromboembolic events resulting in clinical sequelae as potential device or procedure related adverse events. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.